Event description:
In compliance with MDR reporting regulation, section 803.22, we wish to inform you of an adverse event associated with another manufacturer's device which has been received at (B)(6) inc. ((B)(6) ref cn-413679). Alleged event: patient reported that received a unknown coolsculpting system treatment to the abdomen, chest and flanks while using unknown applicator and presented with paradoxical hyperplasia to the abdomen 6 months post treatment. The patient later reported "it's as hard as a rock and it looks like a loaf of bread like a rectangle starting from my second abdominal muscle down to the belly button and it hurts a little bit when I sit and then stand up" of a (B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).